Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3093-28, lot# v049669, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type :lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had been experiencing severe pain in the right leg for the past 3 weeks. At one point in the past several weeks the patient admitted to the emergency room (ER) for the pain. The doctor thought that it was stimulator related and might have been related to a recent battery replacement, which was a normal end of life (eol). The pain in the leg occurred with stimulation on and off. The patient had a sensitivity to physical touch on the leg. When the skin was touched the patient was experiencing similar pain. The following impedances were out of range: c0 >4000 everything with 3 > 4000 ohms. The patient had the system replaced at a revision today, (B)(6) 2016. A new lead and battery were placed. They were getting good motor response in the operating room. The outcome was unknown as the rep was not able to follow-up after the procedure. The rep was going to follow-up with the patient tomorrow. There was no trauma or fall reported. No unrelated medical procedures reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient fell.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.